Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that an unopened package was removed from the shelf for use. Battery unit had exploded in the sterile packaging - debris and small parts were found. This happened before it was removed from the shelf, when it occurred is not known. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record for 00515047500, lot number z000005831, identified no relevant deviations or anomalies. Examination of the photos provided by the customer found that the battery pack had ruptured. The sterile packaging was still sealed. This complaint is confirmed. The cause of the reported event is a short circuit of the unit. However, the source of this short circuit could not be determined due to the extent of the damage of this unit. Therefore, the root cause of this reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record for 00515047500, lot number z000005831, identified no relevant deviations or anomalies. Product examination found that the battery pack had ruptured. The sterile packaging was still sealed. This complaint is confirmed. The root cause of the reported event is a short circuit of the unit. However, the source of this short circuit could not be determined due to the extent of the damage of this unit. An hhe decision tree was created to address the length of the wires inside the battery pack in order to eliminate the need to fold them, reducing the likelihood of a short circuit. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unopened package was removed from the shelf for use. Battery unit had exploded in the sterile packaging - debris and small parts were found. This happened before it was removed from the shelf, when it occurred is not known. No adverse events were reported as a result of this malfunction. On 29 may 2018, product was returned and the complaint re-opened. On 06 aug 2018, the product evaluation was completed.